Event description:
Allergen rep reported an explant occurred with a lap-band device. No further info could be provided. Follow-up findings: a healthcare professional reported an alleged leak. The problem was first observed when the pt was experiencing weight gain, and during fills, the surgeon could not draw back as much fluid as was put in. A fluoroscopy and dye test was performed which confirmed the leak. At explant, the surgeon saw holes under the abdominal wall on the port tubing. The port was replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been rec¿d by allergen. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the report or the connector tubing.¿